Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a diabetes-related issue. The customer stated that after 2 days of inserting the sensor, he experienced a lost sensor alarm and was unable to reconnect the sensor with the insulin pump. He stated that he replaced the sensor, and the second sensor lasted 3 days before triggering a sensor end alert. He advised that this issue had occurred the week prior. No further details were provided regarding the hospitalization. Nothing further reported.